Event description:
Covidien brand small clip applier discharged/dropped clips into the wound. It also malfunctioned in the sense that the clips do not come together properly and they "scissor" which cause them to damage the vein. We have had similar problems with this product before.what was the original intended procedure?unknown.